Event description:
Customer reporteldy obtained a result of hi on the compact plus system and 185 mg/dl on a professional device within 10 mins. No action taken on device result. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.